Manufacturer narrative:
The subject device was returned to the olympus local service department. The olympus local service department checked the subject device and found that when the subject device connected the endoscope of 180 series, the endoscopic image was not displayed since the circuit board of the subject device was broken. A supplemental report will be submitted, if additional or significant information becomes available at a later time.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during the preparation for use, the image of the subject device was not displayed. Other detailed information was not provided. There was no report of patient injury associated with the event.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Olympus medical systems corp. (Omsc) could not investigate the subject device, because the subject device was not returned to omsc. Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. The design record was reviewed and it was confirmed that the design change of circuit board was carried out on april 16, 2018 since the design of the operational amplifier circuit on the circuit board did not match the specifications (there was a possibility of blackout with the 180 scope). Since the subject device was not returned to omsc, the exact cause was unknown. The subject device was a product before the countermeasure by the operational amplifier circuit design change of the circuit board. Omsc surmised that the reported phenomenon occurred since the operational amplifier of the circuit board was broken.